Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the drivetrain motor brake gap being too wide, out of specification, likely due to a defective component. This caused the autopulse to stop functioning with a system error, per design. Visual inspection of the returned platform revealed cracks and breakages on the front and bottom enclosures, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The damaged enclosures were replaced to address the observed issues. A review of the archive data showed a system error 139 - unable to hold compression position around the customer's reported event date, confirming the reported complaint. Further review of the archive data showed multiple user advisory (ua) 17 (max motor on time exceeded during active operation) and ua02 (compression tracking error), unrelated to the reported complaint. Based on the archive data files, the ua02 and ua17 advisory messages were cleared by the customer. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, confirming the reported complaint. The system error was cleared using apvision3 software, and it did not replicate during all subsequent testing. However, the autopulse platform failed further functional testing due to ua17 advisory message. Investigation and troubleshooting revealed that the drivetrain motor brake gap was too wide, out of specification. This was determined to be the root cause of intermittent occurrences of the system error, ua02, and ua17. The brake gap could not be adjusted due to the defective drivetrain motor assembly, which was replaced to remedy the faults. Following service, another brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was then subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR". The customer was unable to clear the system error. No patient involvement.